Event description:
Device 2 of 3. Reference MFR report number: 1627487-2013-19680 and 1627487-2013-19682. It was reported the patient's scs system was explanted on (B)(6) 2013. The reason for the explant is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.